Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-00095. It was reported the patient was experiencing ineffective therapy. High impedances were noted. Reprogramming was performed. Still, the patient underwent surgical intervention during which the leads were explanted and replaced.

Event description:
Additional information received indicates that effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.